Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) stated she had an unused blue clamp line in her organizer and the blue clamp was open. The technical service representative (tsr) informed the hp that air was ingested into the system and she would need to end the therapy. The hp stated she would not restart therapy that night but may do a manual in the morning. The tsr assisted the hp to end the therapy and advised the hp to dispose of all current supplies used. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.